Event description:
It was reported that after an accidental impact on (B)(6) 2012, the pt no longer had any hearing sensation. Testing of the device confirmed that it had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.